Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture.

Event description:
Patient reported a left side rupture. The device has been explanted.

Event description:
Patient representative reported the patient "has suffered, or will suffer, painful removal procedures, scaring, disfigurement, diagnostics and explant, reconstruction, hospitalization, additional care, as well as other treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, along with increased risk of alcl, fear due to risk of alcl, and any condition or symptoms associated with alcl or the monitoring for or prevention of the disease and because of the accumulation of foreign and adulterated silicone particles in breast tissue, lymph nodes, and throughout her body resulting in inflammation, cellular, and subcellular damage, pain itching, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering, mental anguish, emotional distress, and other physical and emotional manifestations that are severe and ongoing."